Event description:
Pt tied leather shoe laces to bed frame on right. Put laces through side rail around neck and tied to bed frame on left. He then raised head of bed until strangulation occurred. Suicide occurred between 0430 and 0500. Bed functioned properly.